Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6)-year-old, male patient who was receiving morphine 10mg/ml at 0.480 mg/day and bupivicaine 15mg/ml at 0.720 mg/day via an implantable pump for non-malignant pain. The patient's medical history was reported as none. On an unknown date, the patient missed his pump refill and the pump ran dry. On (B)(6) 2016, a dye/rotor study was performed to ensure the catheter and rotors were good; both were perfect, the catheter was patent and the rotor was turning. No interventions/actions were taken. As of (B)(6) 2016, the event had resolved and the patient was doing fine. The patient's status was reported as "allve - no injury." If additional information becomes available, a follow-up report will be submitted.